Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name, catalog number, lot number, expiration date, implant date, PMA/510(k) number, manufacture date.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 8 mdrs filed for the same patient (reference 1825034-2014-08842, 2015-00328 / 00334).

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacer molds. Additional information received revealed patient underwent revision procedure on (B)(6) 2013 due to unknown reasons. The patient was revised again on (B)(6) 2014 due to infection and the procedure was completed with stage I spacer molds, a biomet modular head, and a cemented liner. The patient underwent an additional revision procedure on (B)(6) 2015 due to the infection clearing up. The cement spacer mold, modular head, and cemented liner were removed and replaced. The procedure was completed with a biomet femoral stem and modular head, as well as a competitor cup and liner.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacer molds.